Manufacturer narrative:
During pre-repair assessment performed by technician, investigation revealed device emits a strong smoke smell and overheats. There is water damage due to improper cleaning and maintenance. The device was replaced and sent to customer on (B)(6) 2013.

Event description:
Customer reported device hose broken. This is report 1 of 1 for #com-(B)(4).